Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the patient exam was not clear and not optimum for navigation format to allow minimum trace to achieve. So the registration accuracy is highly reduced. The software did not allow to proceed to navigation step due to predicted error is far exceed the acceptable range. The patient could not be registered, so the surgeon proceeded with an upcoming surgery without any navigation aid. No patient present when this issue was identified.